Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer's blood glucose level. Cts provided information on resetting the pump and assisted the caller with the reset, after which the same malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears. The caller acknowledged and understood these instructions.